Manufacturer narrative:
(B)(4) - no patient outcome information was provided by reporter. (B)(4) - endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. He had aaa, lciaa, esophagocele, and gastric and large intestine polypectomy, but the patient's anatomical form was suitable for endovascular repair. The left iia was coil embolized and the procedure was conducted as labeled. The final confirmatory angiography showed endoleak from the left. Then, re-ballooning and angiography were performed again. The endoleak was reduced, but remained. The doctor judged it was a type IV, not a type I, from the angiography taken through the sheath from the distal side (the act was 250), and decided to take a wait-and-see approach. The patient's condition is unknown as not provided by reporter.